Manufacturer narrative:
Date sent to the FDA: 07/29/2016. (B)(4). Additional information was requested and the following was obtained: was the evisceration repaired during the initial procedure or was the patient brought back to surgery for repair? Brought back - it may not matter, but in the past he took patients back after closing with looped pds. Was the fixation tab only half in both the stratafix sutures used? No - only one had half a tab. Was the fixation tab noticed to be broken during 2 patient events? Yes - upon opening a device in 2 separate events, the tab was noticed to only be half. In both of those instances, the devices were never implanted in a patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent hepato-pancreato-biliary surgery on an unknown date and suture was used. The suture was placed in fascia of a midline incision. The suture was placed starting at both ends and overlapping in the middle. The patient experienced evisceration through the incision after closing. It was mentioned that only half a tab was present out of the package. A new suture containing a full tab was used during the second procedure on an unknown date. The patient current condition is unknown. The surgeon is not blaming the suture, but he felt some sense of concern and felt that he should mention it. Additional information has been requested.